Event description:
It was reported that during a spinal cord stimulation (scs) implant procedure, the physician encountered a complication while accessing the t8 level. According to the report, the patients intervertebral disc was damaged, resulting in compression of the spinal cord and subsequent paralysis. As a result of the event, the scs system was explanted. No further information has been obtained.